Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address discomfort and elevated metal ions. Update 11/28/2011 - litigation papers received, there is no new information that would change the outcome of this investigation. Update 02/01/2012 - patient fact sheet (pfs) form received which identified the part/lot information for the asr 300 cup. There is no new information that would change the outcome of the investigation. Product information updated, (pfs) attached to file and follow-up MDR filed. Update rec'd 3/13/2013-pfs and medical records received. Part/lot information received. After review of the medical records the revision operative note indicated the cup was loose. The cup and 6 screws are now being added to the complaint. An unknown stem is also being added to the complaint (doi of stem was (B)(6) 2009 during asr operation) as it cannot be excluded as the cause of pain as that is what litigation alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 06/17/2014.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 11/25/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Medical records reported osteolysis, limited range of motion, metal debris, anteverted cup, clicking, squeaking and clunking. Doctor visit note reported elevated chromium 13.6 and cobalt 24.4 with no reference ranges. Updated stem part and added unknown asr taper sleeve for elevated metal ions. The complaint was updated on: dec 15, 2015.

Manufacturer narrative:
(B)(4).